Event description:
Pt rec'd 125.1 gy of therasphere to right lobe of liver in 2000. The pt was admitted to medical center in 2002 with complaints of abdominal pain, chills, fever, fatigue and nausea. Pt was readmitted to medical center 2 weeks later with same symptoms, deemed suggestive of cholangitis. Pt was treated with IV fluids, phenergan for pain, and empirical treatment with levoquin. Discharged 2 days later with symptoms resolved.